Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device had displayed a rise in pace impedance measurements as well as pacing thresholds. Recently the impedance rose to greater than 2000 ohms. The patient was seen for a revision procedure where the device and lead were explanted. The device was received for analysis, the lead was not. There were no adverse patient effects reported.